Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, stage ii cystocele and stage ii rectocele. It was reported that the patient had the concurrent procedures of an anterior and posterior colporrhaphy with paravaginal repair and limited cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced painful sex/dyspareunia, erosion. It was reported that patient underwent removal of eroded mesh on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information is provided at this time.